Event description:
It was reported that during implant, the implantable cardiac monitor exhibited backup operations and a sensing anomaly. The device was exposed to electrocautery and could not be restored. It was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.